Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from 05/07/2007 to 9/2/2020 and note that this device has been returned for service 4 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
Error code 210.5020. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 05/07/2007 to 9/2/2020 and note that this device has been returned for service 4 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
Error code 210.5020. It was reported there was no patient involvement.